Manufacturer narrative:
This implant loss suggests that the source of the problem was likely to stem from procedural errors. Correct use and procedural instructions are described in this product's instructions for use.

Event description:
Inadequate bone quality and asymptomatic was reported. Bone quality at the time of implant failure type I. Primary stability and osseointegration was not achieved. Doctor also reported the implants were spinning.